Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown event description: "a defective trocar where the seal fell out in the patient." Additional information was received via telephone on 26oct2023 from account manager I, applied medical: the black seal came out and fell into the patient. The surgeon was able to retrieve it. No patient harm. Intervention: the surgeon was able to retrieve it. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: unknown. Event description: "a defective trocar where the seal fell out in the patient." Additional information was received via telephone on 26oct2023 from account manager I, applied medical: the black seal came out and fell into the patient. The surgeon was able to retrieve it. No patient harm. Product updated to npr. Intervention: the surgeon was able to retrieve it. Patient status: no patient harm.